Event description:
It was reported that during use of amvisc the cannula detached from the syringe, the pt had a capsular bag rupture and the pt has been referred to a retinal specialist. Additional info has been requested but no new info has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.